Manufacturer narrative:
The knee joint was sent to (B)(6) (germany) and arrived on 22nd sep 2020. The technical evaluation showed that the bushings of the upper rear link are missing. Bushings are wear parts. The wear of the bushings should be noticed prior to losing them. The absence of the bushings can cause a loss of comfort but cannot result in a fall. The evaluation showed that there is no malfunction; the knee joint is functioning as intended without any issues. Based on the evaluation findings we can exclude the knee joint as reason for the fall.

Manufacturer narrative:
Ottobock has not received the joint yet. A specific investigation could not be conducted until now. The complaint cannot be reproduced at this time. Once the joint will arrive the technical evaluation will be carried out and a follow up report will be send.

Event description:
According to the information provided by the customer the plastic bushing that sits and the head is missing. The patient fell and broke a few toes. He had to have surgery.